Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed and the device was inflated without problem; however, the balloon did not hold pressure due to pinhole located in the distal shoulder. Based on the investigation performed, the failure reported may be related to the act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use (dfu) states that silicone spray must be applied to the balloon prior to the procedure and the vacuum should be maintained on the catheter during insertion through the scope. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; the dfu states to apply silicone spray to the balloon prior to the procedure and the vacuum should be maintained on the catheter during insertion through the scope. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a duodenal stricture balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the balloon leaked. The procedure was not completed as another device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.